Event description:
It was reported via repair work order that there was a loss of visual indication of brake status due to a sensor coil malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.